Event description:
Pinnacle litigation record received. Litigation alleges subsequent dislocation post revision on (B)(6) 2022 and (B)(6) 2022 leading to re-revision of the left hip. Plaintiff also suffered injury to his muscle, tissue, scar tissue formation, painful dislocation, emotional trauma and distress. Doi: (B)(6) 2022; dor: (B)(6) 2022; left hip second revision.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. The device catalog number is unknown; therefore, UDI # is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible, as the required lot number was not provided. The information received, will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, a4, a6, b5, b6, d4 (lot, UDI, expiration date), e1, e3 (initial reporter occupation: lawyer), g4 (PMA), h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b7, d1, d2a, d2b, d4 (catalog), h6 (clinical code).

Event description:
Medical records were received and stated the following: on (B)(6) 2022 the patient was revised due to metallosis and pain. The patient had depuy dlt ts cer hd 12/14 36mm +1.5 ceramic femoral head, and an altrx +4 10d 36idx52od polyliner implanted. Dischage notes that the patient was revised for metallosis and had cobalt level 102 and chromium level 133 prior to the revision surgery. Aspirations prior to the (B)(6) 2022 were negative for infection.( sticker sheet page page 77, on 05/14/2022, medical records note the patient reported intense pain and states any time they move it feels as if her hip wants to pop out of place. On (B)(6) 2022, the patient had a left hip revision to address failed left total hip with recurrent dislocations after revision surgery on (B)(6) 2022. The surgeon reported that during the previous surgery for metallosis, there was significant destruction of the soft tissue which caused how easily the patient was dislocating now. The cup was noted to have been in increased anteversion, so it was revised. The femoral stem was noted to be well fixed and retained. It was noted that on the discharge record the patient had acute blood loss as cause of postoperative anemia. There were no treatments noted, and postoperative anemia is not an unexpected occurrence for a major surgery. Competitor cup with competitor dual mobility liner, and screws were implanted along with depuy femoral head. Doi: (B)(6), 2022, dor: (B)(6), 2022, left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot; a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When the patient underwent the revision on (B)(6) 2022 captured on (B)(4), a depuy synthese poly liner and ceramic head with ts were placed. On (B)(6) 2022, the depuy synthese cup, one screw, head, and liner were revised secondary to recurrent dislocations. There is no mention in the operative note as to what the previous treatment was for the recurrent dislocations. Intraoperatively, scarring was identified. The surgeon noted the cup was in increased anteversion. A significant amount of soft tissue destruction was present secondary to metallosis. The surgeon felt the cup anteversion and soft tissue destruction is what led to the recurrent dislocations. Therefore, the cup was also revised. A competitor cup and dual mobility liner/head were placed along with a new depuy synthese head. Doi: (B)(6) 2008 (cup). Doi: (B)(6) 2022 (liner and head). Dor:(B)(6) 2022. Left hip.